Event description:
Information was received from a patient via healthcare provider who was receiving fentanyl via an implantable pump for non-malignant pain indications for use. It was reported that the healthcare provider (hcp) stated that the patient came to their facility a couple of days ago experiencing delirium and they were wondering if it might be related to the pump. The hcp stated that the patient was last refilled on (B)(6) 2025 but just started having symptoms a few days ago. The hcp would like to see if a company representative (rep) would be able to check the pump to see if it is working. Transferred the hcp to the national answering services (nas) to have local rep paged. Additional information was received from a consumer (con) via a healthcare provider (hcp) stated that the patient had increased pain and withdrawal symptoms. The pump was filled (B)(6) 2025 and the pump was not alarming. The hcp would like the pump to be interrogated. The hcp was transferred to the national answering service (nas).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.